Event description:
Per independent repair center statement, the unit was alarming or red light. Key failure as blown sieve beds. Additional malfunctions were hose clamps for the sieve beds were defective, manifold was leaking, muffler sound box was broken, tie wraps for the manifold were defective and the tie wraps for the sieve beds.